Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
End of dual clean brush head came off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via phone on 21-oct-2016 that the end of an oral-b power oral care refill dual action came off in her mouth while being used with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.